Manufacturer narrative:
Patient identifier and age unavailable. A medtronic representative inspected the imaging system onsite and found that the site is taking hd 3d spins using only xl patient settings, which over saturating the panel. No parts required replacement or were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a sacroiliac and thoracolumbar procedure the images from the imaging system were coming in grainy. The system had been installed 2 weeks prior. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
Correction: patient weight (B)(6) lbs. Additional information: patient age and patient identifier received from the site.